Event description:
No new information.

Manufacturer narrative:
The complaint of a leak at the septum was confirmed and the cause appeared to be manufacturing related. One 20g nexiva unit was provided for investigation. The septum was deformed, which suggests that the septum was misaligned within the catheter adapter at the time of assembly. The damage likely created a leak path. There were no other similar complaints from the implicated lot. The damage appeared to be manufacturing related and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that blood leaked from the septum. Blood was free flowing out of the grey port where needle safteys after needle was out of the catheter. Had to pull IV. Customer responded on 22-apr. No harm caused to patient.